Manufacturer narrative:
Full event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production ((B)(4)) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis ((B)(4)) - the review of the historical data was performed. Trend analysis ((B)(4)) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: ((B)(4)) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
It was reported that after intra-aortic balloon (iab) insertion, blood was seen in the catheter prior to inflation. The iab was replaced and therapy was provided. There was no reported injury to the patient.